Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated the results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's system never provide relief, thus the patient was experiencing ineffective stimulation. Patient declined further troubleshooting. Surgical intervention may take place at a future date to address the issue.